Event description:
The customer reported that the image rotation button is not working. Also the computer is still freezing when saving images.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.